Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery. A 3.5x8mm nc trek balloon was advanced to the lesion for pre-dilatation. When inflated, at an unspecified pressure (as pressure went up) the balloon failed to inflate. Angiogram showed that the contrast was coming out from the balloon itself. Another nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.